Event description:
The patient reported that the pump dispensed insulin during the load cartridge phase. The patient was not connected to the pump.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. During eval, the force sensor assembly was found to be damaged and the force sensor was found to be out of calibration.